Manufacturer narrative:
The lead was surgically abandoned and replaced. As the lead will not be returned for analysis, the clinical observations cannot be confirmed.

Event description:
Boston scientific received information that the right ventricular (rv) lead was suspected to have dislodged. Additional information from the field representative indicated that the lead dislodgement was confirmed due to high pacing threshold measurements. The lead was surgically abandoned. A new lead was implanted in the patient as replacement of the dislodged lead. No additional adverse patient effects were reported.